Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500mg/dl. The customer reported reoccurring infusion set bent cannulas. The customer treated the high blood glucose level with a manual injection. The customer did not require emergency medical assistance. The customer declined troubleshoot the issues. The insulin pump will not be returned for analysis.